Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a prolonged detection time after vf induction during implant testing. Therapy was appropriately delivered in subsequent episodes